Manufacturer narrative:
On (B)(6) 2011, carefusion sent a letter via e-mail to the user facility seeking add'l info concerning the reported event and the condition of the pt. As of (B)(6) 2011 there has been no add'l info received in response to that letter. The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep went to the user facility to evaluate the device. The carefusion field service rep found that the user facility was using a neonatal pt circuit on a pediatric pt (B)(6) at the time that the event occurred. Utilizing his test pt circuit, the carefusion field service rep evaluated the device and did not find any problems with it. The carefusion field service rep consulted with a carefusion clinical applications specialist who concurred that if a pediatric pt circuit had been utilized no issue would have arisen. Upon completion of the eval the device was returned to the user facility's control ready to be placed back into service. A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "Rt, called this in saying that [name removed] will be the main contact. [Name removed] said they had the vent on a 9 kg infant in the prvc mode when they removed the baby briefly to do a treatment. They were not using any type of proximal sensor. Upon returning baby to the vent the baby started to desat so they switched mode to pressure control and said they had to increase the pip pressure to 30 cm just to get a vte of 30 ml. Baby was still desating so they removed baby from avea and put him on a siemen's vent and baby's sats started to respond. No injury. [Name removed] is the rt dept director and would like a svc call to have vent tested to make sure nothing is wrong."